Manufacturer narrative:
This report is being amended to reflect changes.

Manufacturer narrative:
(B)(4). Other device used: catalog #00999101745, zmr spout body, lot #61610090. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to stem breakage.

Manufacturer narrative:
The spout body and taper stem were dimensionally analyzed and found to be conforming where measured. The zimmer modular revision stem fractured and the taper portion remains in the returned zmr spout body. The zmr spout body exhibits scratches and bone cement around the body. The device history records were reviewed for deviations and/or anomalies with no deviations/ anomalies identified. A sem analysis was also completed and the fractography conducted using sem on the taper hip stem sample revealed that crack(s) initiated on its surface due to fatigue stress, and after propagation through more than half of the stem cross section they exited on the opposite diameter due to overload, completing the fracture. A possible crack initiation site was found using the optical macrograph and the site did not reveal any anomalies or fatigue fracture features such as ratchet marks due to contamination on the fracture. Fracture surface exhibited fatigue striations indicating the mode of fracture was fatigue. No obvious inclusions were identified on the fracture surface. Energy dispersive spectroscopy semi-quantitative elemental analysis showed that the taper hip sample was consistent with tivanium alloy, per specifications. A complaint history search was completed for the related part and lot combinations and found no similar complaints. The implanted components were checked for compatibility and per the zimmer product compatibility website, no compatibility issues are noted. This device is used for treatment. Post-operative x-rays were returned which were sent to an external surgeon for review. The surgeon indicated that the bone quality of the patient and the stem version was unable to be determined and that a previous osteotomy at the junction site could have led to stem fracture. A field action (z-0323-2012) was conducted in which zimmer updated the associated labeling to provide further instructions, particularly as it relates to ensuring full proximal support is achieved. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.